Event description:
According to the reporter, post-operatively after a robotic lower anterior resection, the patient had developed a leak on his anastomosis and was taken back to the operating room to redo the anastomosis. Tissue damage and tissue loss were noted. The stapler was used to perform the anastomosis between the rectum and the colon during the first procedure and the device completed the procedure without incident. A leak test was performed as well as visualization of proper placement of staples. It was not until a few weeks later that the physician reported that there had been a post operative complication with the anastomosis. The device was discarded as usual after the procedure because there was no reason to keep it as it performed as indicated. The event led to or extended patient hospitalization. The patient has undergone both chemotherapy and radiation. The patient is alive with no injury.